Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. E1 - postal code: a leading zero was added to the field because the system requires a minimum of 5 digits in the postal code field.

Event description:
The customer observed imprecise magnesium results generated on the architect c16000 processing module. The following data was provided (customer¿s reference range: 0.61-1.03 mmol/l): initial result = 1.02 mmol/l; repeat result = 0.52 mmol/l there was no impact to patient management reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect magnesium, list number 03p68-34 , and manufacturing site: abbott ireland diagnostics division, lisnamuck, longford, ireland, n39e932, to architect c16000 processing module, list number 03l77-01, abbott laboratories, 1915 hurd drive, irving, tx, 75038. MDR number 3016438761-2025-00314 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer observed imprecise magnesium results generated on the architect c16000 processing module. The following data was provided (customer¿s reference range: 0.61-1.03 mmol/l): initial result = 1.02 mmol/l; repeat result = 0.52 mmol/l there was no impact to patient management reported.